Manufacturer narrative:
(B)(4). The otw omnilink elite was returned and the reported loose stent was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 8.0 x 29 mm omnilink elite stent delivery system was removed from the packaging without difficulty and prepared for use per instructions for use (IFU). No device issues were noted. As the device was about to be loaded onto the guide wire, it was noted that the stent was loose on the balloon and moving freely. The device was not used in the patient anatomy. There was no patient involvement and no clinically significant delay. No additional information was provided.